Event description:
This is an old pfc insert that has been worn through us. The pfc insert was swapped and a custom tibial insert ref: (B)(4), lot number 7832304, pfc size 4 10mm was put in. The revision surgery was carried out because the old pfc insert had been worn down over time, due to normal activity of the patient.

Manufacturer narrative:
The device associated with the reported event was not returned. The initial reporting stated no additional investigational inputs were available. A complaint database search finds no additional reports against the provided product and lot combination. The investigation could not draw any conclusions about the reported event based on the provided information. The initial reporting stated the revision surgery was carried out because the old pfc insert had been worn down over time, due to normal activity of the patient. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.